Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a baxter employed nurse from (B)(6) of bacterial peritonitis with culture positive for (B)(6) in an approximately (B)(6) patient coincident with extraneal viaflex and physioneal 40, unspecified product therapies. On an unknown date between 2005 to 2006, the patient began treatment with extraneal viaflex, 2l daily, imported stock from the USA, and physioneal 40, unspecified product, 10l daily, intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by peritoneal effluent that was reported as "not clear and not cloudy". The patient was not hospitalized. The patient was treated with 1gm daily of cefazoline and ceftazidime, and on (B)(6) 2011 began treatment with vancomycyn, 1gm every 3 days. On (B)(6) 2011, treatment with cefazoline and ceftazidime ended. The severity of the bacterial peritonitis was considered mild and the root cause was unknown. At the time of this report, the patient was recovering from the bacterial peritonitis. Action taken with extraneal and physioneal was not reported. Concomitant medications were not reported. The nurse did not provide an assessment of causality for the event of bacterial peritonitis with culture positive for (B)(6) and the relationship with extraneal viaflex, and physioneal 40 product therapies.